Event description:
Spontaneous. Patient's husband reported that patient's curlinpump is malfunctioning and there is now blood all over the device. Patient's husband is requesting for us to ship a new pump as patient runs the infusion continuously throughout the day and it is necessary to avoid anaphylaxis and hospitalization. Patient's pump is not working and she will need a replacement. Unknown if md aware. No missed dose no adverse event reported. Pump available for return. No further information. Reported to cvs/caremark by pt/caregiver.